Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 66-year-old female patient for the indication of high-risk percutaneous coronary intervention. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During the procedure, it was reported that the impella cp became dislodged. The physician attempted to reposition the device and pulled the catheter back into the aorta. Upon attempting to re-advance the pigtail into the left ventricle, it was noted that excessive force was applied, and resistance was encountered. The physician elected to remove the impella cp device and replace it with a second impella cp. Inspection findings indicated cannula kink. The patient was subsequently supported with a second impella cp device. The reported device dislodgement and subsequent cannula kink are consistent with procedural factors, including catheter manipulation and application of force during repositioning of a large-bore mechanical circulatory support device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the returned device was received. D9 fields were updated accordingly. The return device investigation is underway. H6 investigation type, finding and conclusion fields were updated accordingly.